Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedance values were greater than 3000 ohms and first occurred shortly after implant. Noise was also observed on the rv channel. An intervention was then performed as the physician wanted to evaluate the connection between the ICD and rv lead. During the procedure, it was found that the setscrew was not tightened properly. The rv lead was re-inserted into the header and the setscrew was tightened. At this time, the products remain in service. No additional adverse patient effects were reported.